Manufacturer narrative:
No further information was provided by the customer. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 2 patient samples on a cobas integra 400 plus. On (B)(6) 2024, sample 1 had an initial crej2 result of 1.64 mg/dl with flag. The sample was repeated twice and the results were 0.98 mg/dl and 0.97 mg/dl. On (B)(6) 2024, sample 2 had an initial crej2 result of 1.42 mg/dl with flag. The sample was repeated twice and the results were 0.74 mg/dl and 0.75 mg/dl.